Manufacturer narrative:
(B)(4). Additional information requested: did the issue occur pre-operative or intra-operative? No information. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No. Based upon the visual and functional examination, it was concluded that the balloon had a leak at the adhesive joint. A new cleaning process was implemented to mitigate this failure mode does not occur in the future. The batch history records were reviewed with no anomalies noted.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.